Manufacturer narrative:
Investigation summary: the device was inspected and pebax looked partially red / brown inside. Then, during the second visual it was found that there was a hole and reddish material was observed inside the pebax and exposed metals. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device [30255965m] number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax with exposed metals. Initially it was reported that one (1) hour after ablation was conducted and when ablation was conducted again, the contact force (cf) became high and the ablation index (ai) could not be checked. The catheter was replaced with another one. There was no patient consequence reported. On december 10, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that the pebax looked partially red/brown inside. On january 9, 2020, after further analysis and testing, it was confirmed that there was a hole inside the pebax and had exposed metals. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on january 9, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 9, 2020.